Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation port on the handle of the catheter was torn. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. The irrigation port on the handle of the catheter was torn. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection and functional testing. It was found that the device had the irrigation tube partially detached. The reported event was confirmed the reported tubing detachment.